Manufacturer narrative:
The manufacturer previously reported that a ventilator failed on initial power up. There was no patient harm or injury reported. The device was returned an evaluated. During the evaluation an internal battery error was found. The internal battery was replaced to address the reportable issue/malfunction.

Event description:
The manufacturer received information alleging that a ventilator failed on initial power up. There was no patient harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.